Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope flushing through the air/water channel was not enough. The event occurred during preparation for use. There was no patient harm associated with the event. The device was evaluated, and it was found that the air/water channel had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material in the air/water channel due to insufficient cleaning, additional findings are as follows: grip had a scratch; air/water cylinder had no color; suction cylinder had no color; due to wear of angle wire, bending angle in up direction ID not meet the standard value; image guide protector had a cut; plastic distal end cover had a crack; and the adhesive on the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.